Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found high-intensity mode is no longer working due to the output socket failure. The scope connector was oxidized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image is dark when using the evis exera iii xenon light source. Exchange of light bulb maybe due to water in the plug. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to visible damage and poor condition of the output socket. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was added to sections b5 and d10 of this report.

Event description:
Additional information received by the customer states that the procedure performed at the time of the event was an endobronchial ultrasound (ebus). The procedure was completed using the same device with no delays. All other questions were answered with "unknown".